Event description:
It was reported that the patient's right ventricular (rv) lead's pacing impedance was higher than the normal range. The rv lead was rendered inactive and the patient fitted with a life vest. A procedure to explant and replace the lead was then completed (B)(6) 2021. The patient was discharged in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance could not be tested due to condition of the lead, as received. Additional findings unrelated to the reported event: visual examination found an internal insulation abrasion breaching the ring electrode cable lumen with one abraded ethylene tetrafluoroethylene (etfe) cable coating between shock coils. The inner coil lumen was intact.